Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The customer did not create an return material authorization (RMA) for this event and the details (part/lot #s) of the stapler instrument and white stapler reloads are unknown. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system/instrument log review can not be performed due to insufficient information provided (i.e. Event date, system/instrument details). This event is being reported due to the following conclusion: after undergoing a da vinci-assisted bariatric revision procedure, the patient experienced an unspecified leak. The surgeon mentioned that she had used a sureform stapler instrument with a white sureform stapler reloads. It is unknown what medical intervention was administered due to the leak. In addition, the cause of the post-operative complication is unknown.

Event description:
After undergoing a bariatric da vinci-assisted bariatric revision surgical procedure, the patient experienced an unspecified leak. It is unclear what type of revision procedure was performed. According to the surgeon, she had used a sureform stapler instrument with white sureform stapler reloads during the case. In addition, while using the stapler instrument, she had gotten "tissue too thick to fire" messages on multiple occasions. No further clinical information was provided. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to contact the surgeon and obtain additional information regarding the reported event. However, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 18-apr-2022, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the event involved a da vinci-assisted gastric bypass roux-en-y procedure performed on (B)(6) 2022. The sureform 60 stapler instrument was used to fire a white sureform 60 reload. In addition, the gastrojejunostomy was created with a hand-sewn enterotomy using 2-vloc absorbable sutures. On post-operative day #4, there was a small contained leak from the gastrojejunostomy. There was no bleeding due to this event. After the white sureform 60 reload was fired, the staple line was inspected and found to be in good condition. The leak was resolved with a drain, total parental nutrition (tpn), and nothing by mouth (npo). The patient was hospitalized an additional two weeks with left sided pleural effusion. The surgeon has no concerns of this event causing any long-term complications with the patient. The patient has since been discharged home and is tolerating a regular diet. The surgeon reported that they do not know if a da vinci product caused or contributed to this event as this was their first experienced leak ever in over 80 cases. The surgeon indicated that the v-lock sutures) may have contributed to this event. There were no videos or images taken of this event.